Event description:
The patient reported that the 14 french gastric drainage tube cracked on the outside and started peeling apart at the end of the hub. It was replaced and the patient was not harmed. The tubing was worn and defective.